Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy for lead noise. During device interrogation high capture thresholds, low r wave sensing and intermittent undersensing were noted. Pacing lead impedance was also noted to be high. The lead was capped on (B)(6) 2016. The patient tolerated the procedure well and normal monitoring will continue.